Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a degraded dso seal. There was no evidence in the event history log. Functional testing was unable to verify an unknown issue; however, a degraded dso seal was revealed. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent in for repair for an unknown issue. There was unknown patient involvement.